Event description:
A customer contacted baxter regarding a system error 2240 alarm during dwell 1/5. The patient confirmed a leak around the solution bag of supply. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has not been received yet. If additional information becomes available, a follow-up MDR will be submitted. However, two (2) units of bags were received. Upon a receipt, mis-spiking was confirmed at the fringe of the membrane port on both samples. No leak was observed on the bags